Manufacturer narrative:
. Section e1: telephone number:(B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was implanted with a monofocal enhance intraocular lens (iol). Postoperative day 1 in manual refraction is surprising. The patient was 6/24 at -10d spherical power. The manual refraction reading of the left eye is coming as -10.00/-1.50 d. Upon follow-up, it was reported that the surgeon has implanted implantable collamer lens (icl) by piggy bag technique, and the patient is reading 6/9 at the time of this report. No further information is available.